Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she was unable to test her blood glucose on her onetouch ultra meter because it was powering before giving her a reading. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated the alleged issue began on (B)(6) 2011, but could not recall the time. The patient informed the cca that she manages her diabetes with lantus insulin and is a self adjuster. The patient stated that when she was unable to get a reading on the subject meter, she continued to take her usual 30 units of lantus insulin. The patient claimed that a "few hours later" on (B)(6) 2011, she developed symptoms of "thirst, frequent urination and dizziness." At an unspecified time on that same day, the patient reportedly went to the emergency room (ER) and was tested on the ER meter (unknown type). The patient could not recall the result obtained from the ER meter, but informed the cca that is was high. She was reportedly treated by an hcp with more insulin, (lantus and novolog) but did not know how much was administered. The patient further stated that she was not sure of the times of the events that took place because she was "out of it." At the time of troubleshooting, the cca noted that based on the onetouch ultra meter specifications, the battery did not need to be replaced and the meter would power off before the 2 minute auto shut-off. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.